Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 3743 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal date: (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("the device was embedded") in a 40 year-old female patient who had essure inserted for female sterilisation. An additional suspect product was topiramate. The patient had a medical history of augmentation mammoplasty in 2013 and dyspareunia, dysmenorrhea, infectious disease carrier, bladder prolapse, headache, depression, seizures, hallucinations, insomnia, hematochezia, melena and fibromyalgia. The patient had a family history of hypothyroidism and chronic migraine. As concurrent condition the report mentioned pelvic pain female. Concomitant products included duloxetine, dicyclomine [dicycloverine], dexlansoprazole and clonazepam. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 3771 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient started topiramate at an unspecified dose and frequency. The patient was treated with surgery (diagnostic laparoscopy & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.559 kg/sqm. [Pathology test] on (B)(6) 2022: surgical pathology report : diagnosis : cross-sections of a segment of fimbriated fallopian tube, and adjacent myometrial tissue. Several para tubal cysts, the largest =0.2 cm. Essure device in place (gross only). Right fallopian tube : cross-sections of a segment of fimbriated fallopian tube, and adjacent myometrial tissue. Several para tubal cysts, the largest =0.2 cm. Essure device in place (gross only). Specimen source: left fallopian tube with essure device and cornua. Right fallopian tube with essure device and cornua. Clinical information: diagnosis/clinical information: pelvic pain, dysmenorrhea, dyspareunia. Post-op diagnosis: procedure: diagnostic laparoscopy, bilateral salpingectomy excision bilateral essure devices, bilateral salpingectomy. Gross examination: cross sections reveal an essure device is place, measuring up to 3.0 cm in length x <0.1 cm in diameter. Several small para tubal cysts are present, the largest 0.2 cm in greatest dimension. Cross sections reveal an essure device is place, measuring up to 3.3 cm in length x <0.1 cm in diameter. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received. Event embedded device added medical history & concomitant drug, lab data & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 3743 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal date: (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.